Event description:
The customer's parent called and reported the insulin pump would squirt out insulin, instead of dripping, when customer's mother would remove the reservoir, rewind the pump, put the same reservoir inside and complete the sequence. It was stated this was done when patient's blood glucose would become high. It was advised to call for assistance before performing this sequence, in order to verify possible causes for high blood glucose, and to call if insulin were to squirt out again.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.